Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) stopped responding to commands, showing a broken steel cable in the video image and confirmed after visual inspection. Used 10 lives of the clamp when the steel cable broke. The procedure was completed with no reported injury.